Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings.

Event description:
It was reported that the customer had a sensor issue with calibration error alerts and a threshold suspend alarm. Customer's blood glucose level was 180 mg/dl. Customer stated that the pump read 50 mg/dl and went into suspend. Troubleshooting was performed and customer was advised to calibrate as needed. Customer was advised to monitor and call back if issues persist. Customer was offered to have the sensor replaced as a courtesy. Customer stated that he calibrates 6-7 times a day. Customer was explained the recommended amount of times to calibrate and when. No further assistance needed.